Event description:
It was reported that a bur broke during the case; the tip may have broken inside the patient. It was confirmed that an x-ray and a CT scan were completed following the procedure. There was no known patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: when received for analysis, there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. When compared to the assembly drawing: the tip of the bur was broken off which would have resulted in the reported malfunction. The tip was not returned and there is a potential that other portions of the outer tube and inner spiral became detached and were not returned as well. When viewed under magnification, the distal side of the outer tube was worn through indicating excess pressure during use. The inner spiral wrap broke proximal to the head and became deformed at the radius of the assembly. The spiral wrap was curled in on itself at the break point which indicates it broke in forward direction. The locking area of the front hub was deformed which is consistent with excess pressure applied to the bur while in the handpiece. Instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. Note: [excess: exceeded sufficient pressure required for operation]. Results: stress problem.(B)(4).